Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the battery cap could not be properly secured to the pump. The battery cap allegedly tightened to the pump at an angle and the yellow o-ring was visible. It was also reported that the battery cap was replaced earlier in the week prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery cap and battery compartment threads were observed to be stripped.